Event description:
Colostomy takedown procedure. Cs29 dlu was connected and calibrated normally. The anvil was opened and removed then purse-sringed into the distal colon. The cartridge was inserted, anvil connected, closed and fired normally. During leak test, a 3mm leak was detected slightly proximal to the staple line. Leak was sutured closed, but had to open incision from laparoscopic. Surgeon did comment that the purse-string may have contributed to the leak.